Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation found evidence of burn damage and corrosion of the radio printed circuit board (pcb). This was caused by fluid intrusion, which rendered the unit unrepairable. (B)(4).

Event description:
It was reported a spectrum pump had burned components. It was also reported there was no patient involvement.